Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) team reported that the patient had multiple acute infarcts of cerebrum and cerebellum on imaging. A neurology consult was performed on (B)(6) 2025. Symptoms included myoclonus initially, seizure like activity, and loss of gag reflex. As of (B)(6) 2025, the patient continued to have little to no response to stimuli. The patient was doing better from a cardiac standpoint but had not recovered neurologically and continued to require ventilator support. The patient plan was pending neurological recovery. The patient was on an ongoing intensive care unit (ICU) level care.